Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted

Event description:
A customer reported their adc freestyle libre 2 sensor did not alarm when glucose was low. The customer experienced "muscle trembling", unspecified symptoms of hypoglycemia, seizure, and loss of consciousness. The customer was treated with sugar solution via injection by a third-party. There was no report of death or permanent injury associated with this event.